Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. The event 4 is detectable and preventable by handling device in accordance with the following IFU: "tjf-q290v operation manual chapter 3 preparation and inspection:3-3 inspection of endoscope. Tjf-q290v operation manual chapter 4 operation:4-3 using endo therapy accessories." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burnt forceps elevator. There was no patient involvement.